Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error. Customer also reported that they experienced high blood glucose. The customer¿s blood glucose was 309 mg/dl. Troubleshooting steps were provided for pump error and insulin pump alarm again. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. Customer assisted with self test and self test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. Mmt 7020a.